Event description:
It was reported that the patient experienced lightheadedness and dizziness after standing upright from a bent postition. A melin.net transmission revealed inappropriate mode switching as a result of far r wave oversensing. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.